Manufacturer narrative:
UDI - the lot number was not provided. Therefore the UDI is not available. The review of the manufacturing paperwork could not be performed as the lot number(s) were not available. (B)(4). The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A 16-fr gore® dryseal sheath with hydrophilic coating (dsl1628j/unknown lot number) was advanced from the right side, and a trunk-ipsilateral leg component was successfully deployed, followed by a contralateral leg component implanted in the left side. Upon withdrawal of the 16-fr sheath, a small vessel dissection was revealed in the right external iliac artery. It was reported that pre-existing calcification and thrombus were revealed prior to the initial implant procedure. Additionally, a vessel diameter around the dissected portion was 6.6mm, but the physician felt some resistance while advancing the 16-fr sheath. A bare-metal stent was implanted to repair the vessel dissection.

Manufacturer narrative:
(B)(4).